Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had an oxygen sensor malfunction during sst. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected and verified the issue reported. The se found a leak in the exhalation valve. The se repaired the leak by re-installing the exhalation valve. The unit passed all testing and operated within the manufactures specifications.